Manufacturer narrative:
The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results for a patient sample. The results were reported to the physician and were questioned. The sars cov2 swab testing was performed on the patient after the two atellica im cov2t positive results. The result was negative. The physician tested the sample with an igg method and the result was negative. There are no known reports of patient intervention or adverse health consequences due to the discordant reactive atellica im cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00326 on october 02, 2020. October 20, 2020 correction: the customer provided clarification for the date of the event. The date of event was 2020-09-15. October 20, 2020 additional information: the answer to the question "was this device serviced by a third party?" Was received as "no". The calibration was acceptable and the quality control (qc) was within range at the time of the sample testing. The sample type is serum. The igg method that was used is the siemens sars-cov-2 igg (cov2g) assay. The same patient sample was used for the testing. The swab test was a pcr test and the testing was performed on 2020-09-15. The customer runs approximately 400 test per week and centrifuges the samples at 3500 rpm for 15 minutes. There is no information regarding the pcr method used. Without knowing the method of pcr used, siemens is unable to determine if the pcr method used has emergency use authorization (eua). The cov2t and the cov2g may not always correlate. The igg method measured igg antibodies and the total test detects both igg and igm antibodies. Much depends on timing and testing. Studies indicate that the total assay may have slightly higher sensitivity the closer you get to the date of the first positive pcr than the igg test. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (pre seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Based on the information provided siemens did not identify a product problem. The instrument is performing within specifications. No further evaluation of the device is required.